Event description:
Hill-rom air-shields received medwatch form and email from customer stating concerns. Customer stated that customer has a concern regarding the use of ozygen and not medical grade air for the generation of suction on the co's rw resuscitaire infant radiant warmer. No adverse event was reported, only the customer's concern.